Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Thoratec's approved labeling lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on vad support and no further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 27 days.no further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had signs of lower gi bleeding. Ten units of blood were given to the patient. A colonoscopy was performed on (B)(6) 2015. A bleeding area in the jejunum was cauterized and two endoclips were deployed. The patient will continue to be monitored. No additional information was received.